Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt that with the lead impedance slowly dropping over the past several years, that it was suggestive of the lead's insulation failing. The physician elected to cap the lead and implant a leadless pacemaker, due to the patients anatomy. No patient complications have been reported as a result of this event.